Manufacturer narrative:
Eval summary: the device was returned to medtronic for eval. The hypotube was detached 73.5cm distal to the strain relief. The hypotube was kinked 3.2 cm proximal to the detachment site. Blood residue was present all along the device and there was blood present within the luer. The hypotube had detached 73.5 cm distal to the strain relief. Both the distal and proximal ends, at the break site, were oval in shape indicating that the shaft was kinked prior to the shaft breaking. A cd of procedural images was also returned. The images showed the rca to be tortuous with diffuse disease and possible calcification along the vessel. A number of procedural images showed a stent being delivered across the lesion and then withdrawn undeployed. The images also showed the inflation of a balloon which conformed to the shape of the lesion, indicating a high rate of stenosis.(B)(4). Eval: results and conclusions: 95% stenosis, moderate calcification, moderate tortuousity. Did not stope case when kink was suspected.

Event description:
An endeavor resolute rx drug-eluting coronary stent sys, length 38mm, diameter 3.5mm, was intended to treat a lesion in a pt. It was reported that the shaft of the device became kinked and broke during the procedure. The target lesion was in the moderately tortuous rca and exhibited 95% stenosis and moderate calcification. The lesion was predilated with a 2.50 x 20mm balloon to 10 atm for more than two inflations. The device was not inspected prior to use. It was reported that the physician felt that there might be a kink on the mid portion of the delivery sys, but continued with the case. It was reported that the balloon did not inflated and, on removal of the device, it was noted that the shaft was broken 3-4cm distal to the kink site. No pt injury occurred and no clinical sequelae have been reported.